Event description:
It was reported that vessel dissection occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 38 x 2.75mm promus premier drug eluting stent was deployed; however, the proximal end of the stent was dissected. The physician deployed another promus premier 2.75x16mm to cover the dissection at the proximal end and completed the procedure. There were no patient complications reported and the patient status as stable.